Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger problem / humming) was confirmed. As received, the charger was unable to recognize a battery pack. Upon eval, the u13 8-bit cmos flash micro-controller was shorted. The cause of the inability to recognize the battery pack is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The pt was issued a replacement charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger/modem was not working properly. When a pt service rep (psr) visited the pt to troubleshoot, the psr reported that the charger/modem was emitting a humming sound. The pt was issued a replacement charger/modem.